Event description:
The customer reported the nutrient did not prime because there were bubbles stuck in the tube. When the home-care patient replaced to another bag, the same event occurred. Now, the patient flicks the air bubbles in the tube to prime.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Upon further review of the information provided, the reported condition was determined to be an issue during priming and not nutritional delivery.

Manufacturer narrative:
Upon further review of the information provided, the reported condition was determined to be an issue during priming and not nutritional delivery. H6 medical device problem code has been updated.